Event description:
This is a spontaneous report by a nurse from the USA of peritonitis, fatal cardiac disease, and fatal cardiac failure in an approximately (B)(6) female coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed and was hospitalized for peritonitis. It was unreported if treatment was provided for the peritonitis. On an unreported date, the patient died of cardiac disease and cardiac failure. It was unreported if treatment was rendered prior to the fatal events. It was unreported if an autopsy was performed. On an unreported date, the dianeal therapy was withdrawn and the patient was placed on hemodialysis. It was unreported if the patient recovered from the peritonitis. Medical history was significant for end stage renal disease (esrd), hypertension, diabetes, cardiac disease, cardiac failure, and myocardial infarction. Concomitant medications were not reported. Per the nurse, the fatal cardiac disease and fatal cardiac failure were unrelated to dianeal therapy. A causality statement was not provided for the peritonitis. On (B)(6) 2010, product surveillance contacted the nurse (rn) at the hp's dialysis clinic who stated that the hp had received hemodialysis (hd) until (B)(6) 2010, but discontinued due to issues developing with the hd catheter. On (B)(6) 2010, the hp began training for continuous ambulatory peritoneal dialysis (capd) at the dialysis clinic as an alternative to hd. On (B)(6) 2010, the hp was hospitalized for an unknown illness (the rn thought possibly sepsis), discontinued the capd, and resumed hd due to the extreme nature of the illness. The hp expired on (B)(6) 2010 while still hospitalized. No further information is available at this time due to chart access. The rn suggested calling next week for the rn manager who can give more detailed information.

Manufacturer narrative:
(B)(4). This is the first of two complaints associated with this event.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown, and patients discard supplies after each therapy, the sample was not requested.

Event description:
On (B)(6) 2011, baxter spoke to the dialysis clinic manager who stated that the pd catheter was placed (B)(6) 2010 by dr (B)(6) at (B)(6) hospital. The first sterile dressing change and catheter flush was (B)(6) 2010. Capd training started (B)(6) 2010. That night, the hp presented to the emergency room with nausea and vomiting. Soon after her admission, the hd catheter was removed and apd started. On (B)(6) 2011, baxter contacted (B)(6) in risk management at (B)(6) hospital in (B)(6). According to the patient's electronic chart, she was hospitalized (B)(6) 2010 - (B)(6) 2010. The patient was concerned that her central line was infected. It was soon removed, but was not cultured as no site erythema was noted and the line appeared clean. Other treatment rendered was not reported. The patient was readmitted on (B)(6) 2010. The patient stated she was having difficulty maintaining her pd catheter. The pd effluent was cultured at that time. Per the infectious disease doctor, the patient "self contaminated" (treatment rendered was not reported) and recommended discontinuing pd therapy, removing the pd catheter and restarting hd. (B)(6) 2010- the patient expired prior to the initiation of the plan. Cause of death- cardiopulmonary arrest related to advanced heart disease with complication of peripheral vascular disease.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lot numbers h10c03048 and h10f17025 with no issues noted during the manufacturing process. No baxter device related root cause for the reported event of peritonitis could be determined because no device product failure was indicated, no sample was available for evaluation, and the devices used by the patient are unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the first of two reports associated with this event.